Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with stored automatic mode switch episodes all from (B)(6) 2019. Electrocardiogram showed potential right atrial lead noise. Patient condition was stable and will continue to be monitored.